Event description:
A malfunction with code malf 16 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was not resettable and informed the customer about the replacement process. The customer confirmed the use of multiple daily injections as backup therapy, and instructions were provided for returning the problematic pump.